Event description:
The customer reported obtaining ambient temperature errors and approximately 15 mls of clenz leaked from the coulter lh 500 hematology analyzer onto the counter while performing samples. The leak was not contained within the instrument. The customer stated there were no differential results being recovered on patient sample results along with ambient temperature errors. There was no reported exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse stated the leak was from the tubing going through pinch valve (pv37). The fse replaced the tubing, resolving the leak issue, error messages, and differential issues. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).